Event description:
Physician used four in pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the left leg. Devices was successful; however it was reported that during treatment, a dissection occurred. Dissection was treated with two admiral xtreme balloon catheters. On the same day as index procedure it is reported the patient suffered a thrombus after pta in the left sfa. Investigator indicated that the event was possibly related to the device and definitely related to the procedure. Thrombus was treated with rotarexthrombectomy.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (thrombosis). (B)(4).